Event description:
It was reported that the patient's leads were explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05689. It was reported that the patient's system is auto-reducing due to high impedances. Surgical intervention is anticipated.